Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no flow with a set of medium pads. The nurse tried troubleshooting and swapping the arctic sun devices without any improvement. The nurse then switched out the pads for a new set of medium pads and therapy was resumed without further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was no flow with a set of medium pads. The nurse tried troubleshooting and swapping the arctic sun devices without any improvement. The nurse then switched out the pads for a new set of medium pads and therapy was resumed without further issues.

Manufacturer narrative:
The reported issue (it was reported that there was no flow with a set of medium pads. The nurse tried troubleshooting and swapping arctic sun devices without any improvement. The nurse then switched out the pads for a new set of medium pads. Therapy has resumed without further issues) was unconfirmed. The device was returned for evaluation. The pads were inspected, and found to have the trim pattern correctly performed. The plastic tubes were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector. The foams were found free of damages, tears, or perforations. The seal between the manifold connector and pads were found completely sealed. The energy connector was found free of damages, and the pads were noted with sealing presence. No related manufacturing issues were noted during the visual evaluation of the returned pads. According to the test method tm7600515, the flow rate was found to be acceptable on all the returned pads. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no flow with a set of medium pads. The nurse tried troubleshooting and swapping the arctic sun devices without any improvement. The nurse then switched out the pads for a new set of medium pads and therapy was resumed without further issues.